Event description:
Customer reported poor image quality on processed images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the right monitor brightness and contrast. System operates as intended. This MDR is related to ge healthcare complaint number.